Event description:
This report is based on information provided by philips remote personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the avalon fm20 fetal monitor indicating that the device was turned on normally, but the adult monitoring heart rate was abnormal. At the time of this report, it was unclear on how the heart rate was considered to be abnormal. Additional information has been requested. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Additional information was requested, however, the philips field service engineer (fse) was not provided additional information, as the customer carried out the repair and resolved the issue themselves. No further information was available. Based on the information available, the cause of the reported problem was unable to be determined. The reported problem was not able to be confirmed, but a malfunction could not be ruled out. Philips was unable to confirm the final disposition of the device because the customer did not provide additional information on this issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Box e: reporting address line 1: (B)(6) reporting institution phone #:(B)(6) reporter phone #: (B)(6).